Event description:
It was reported the adverse event was intolerance to absorbable sutures. It was also noted the device event was the stimulator flipping in the pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014]. It was noted that interventions included device surgical repositioning. It was noted that the generator pocket was revised. It was noted that one or two sutures anchoring the device had broken. It was noted that the generator was flipping in the pocket. It was noted that the event was related to the device or therapy and related to the procedure. It was noted that severity was mild. Additional information received reported that the event was related to the procedure. It was noted that the clinical diagnosis was intolerance to absorbable sutures. It was noted that the incision closed but the patient would not tolerate the absorbable sutures used at implant. It was noted that the staples were removed. It was noted that the current incision was excised and suture material and closed with staples. It was noted that kelflex 500mg was administered. It was noted that the event outcome was resolved without sequelae.